Manufacturer narrative:
UDI: (B)(4). Three final tighteners were returned to the customer quality unit (cqu) for evaluation. Visual examination revealed that the hexlobes on the three final tightener distal tips had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with final tighteners that were subjected to higher than anticipated torsional forces during the tightening process, resulting in the distal tips of the final tighteners becoming stripped. A hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the distal tips becoming stripped cannot be positively determined. However, the observed damage suggests that these final tighteners were subjected to higher than anticipated torsional forces during the tightening process, resulting in the distal tips of the final tighteners becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 3x x25 final tighteners from expedium 5.5 stripped during surgery on the same patient. There was a delay in surgery by 20 minutes whilst I sought replacements. The surgeon, is very experienced using this kit. These must be replaced asap as we now have a limited number of this instrument at the (B)(6) hospital.